Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, a charred fuse component on the ac inlet of the power supply was noted, indicating a failure of the power supply. Furthermore, a worn out socket slider switch causing intermittent use of high intensity mode, debris inside air pump tubing, top cover rust, bottom chassis rust, front panel chassis rust, inside lamp door rust, and worn-out lamp button on the front panel were observed. Lastly, the olympus lamp life meter reading was over 500+hours, indicating the lamp life was expired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
During a standard inspection of a customer returned asset, a failure of the power supply was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause of the phenomenon (power supply failure) was unable to be identified. The repair department confirmed a fuse was charred, however, the cause of the charred fuse could not be identified. Olympus will continue to monitor field performance of this device.